Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a patient experienced anterior chamber instability during a cataract procedure. It was noted that sutures were used at the incision site. However, the reason is unknown. Additional information has been requested.